Event description:
Reporter indicated the patient had vns lead and generator explant surgery performed on (B)(6) 2012. The patient was not reimplanted with a new vns as the patient needed to have an MRI performed. The explanted vns lead and generator have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned vns generator and lead. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. During the visual analysis of the returned 90mm portion the 1st quadfilar coil appeared to be broken in the lead body area. Scanning electron microscopy was performed and identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. During the visual analysis of the returned 70mm portion the 1st quadfilar coil appeared to be broken in the lead body area. Scanning electron microscopy was performed and identified the area on three of the quadfilar coil strands as being mechanically damaged which prevented identification of the coil fracture type with pitting. The remaining quadfilar coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, residual material and no pitting. During the visual analysis of the returned 70mm portion the 2nd quadfilar coil appeared to be broken in the area of the electrodes. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The electrode array was not returned. Updated vns programming history was reviewed and noted the high lead impedance was first observed on (B)(6) 2010.

Event description:
It was reported that the patient was seen for follow up by the physician, and a system diagnostic test revealed high lead impedance. The patient was seen last in (B)(6)2009 where diagnostic test results revealed normal device function at the time. Additionally, it was reported that the patient had been pushing on her throat and coughing from time to time for the last month. There was no report of patient manipulation or trauma to the device site prior to the observation of high lead impedance. The device was disabled following the high lead impedance test result. X-rays will not be taken to assess the continuity of the system. According the treating neurologist, the patient is doing fine at the moment with no adverse effects. Revision surgery is not planned at this time, and the patient will be monitored to evaluate the seizure frequency in the coming weeks.

Manufacturer narrative:
Event date, corrected data: review of available programming history confirmed the event occurred on (B)(6) 2010, not (B)(6) 2010 as was originally reported. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.